Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative could not find any leak on the system. The bellows was replaced as a preventive measure.

Event description:
The hospital reported that, the bellows was deflated occasionally. There was no reported patient involvement.